Event description:
During device follow-up, episodes stored in device memory were reviewed. For some of them, the delivered therapy (either shock or atp) was considered as inappropriate. Consequently, device settings were modified to avoid inappropriate therapies in the future.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.